Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings include: the angle wires were stretched, adhesive on bending section cover had a chip, suction-connector had a scratch, adhesive around light guide lens was peeled, connecting tube had a dent, connecting tube had a scratch, connecting tube had a wrinkle, on water detection sticker 1b, dots were smudged and connected, scope connector cover unit had a scratch, protector of universal cord on suction connector side had a scratch, universal cord had a scratch, grip had a scratch, scope cover had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, right/left knob had a scratch, upward/downward knob had a scratch, control unit had discoloration, control unit had a scratch, suction connector had a scratch, and switch box had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope angle did not return to its original position, the insertion tube meanders, and the tip is crushed. The event occurred during a diagnostic procedure. The surgery was completed using the same equipment. There was no patient harm associated with the event.